Event description:
Procedure type: inguenal hernia repair. According to the reporter: while trying to extract the dissector system a portion of the balloon tore off and remained in the pt. No tissue damage. No further info was available.

Manufacturer narrative:
Date initial report sent: 05/14/2008.